Manufacturer narrative:
The report of suspected thrombus was confirmed based on the evaluation of the returned device. The pump was returned with the driveline cut approximately 5 inches from the pump housing; however, the severed portion of driveline was not returned. Upon disassembly of the pump, examination of the blood tube/rotor inlet section revealed a thrombus ring adhered to the inlet bearing ball and inlet section of the rotor. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was supporting the patient. Portions of the thrombus ring were likely also adhered to the inlet bearing cup of the distal-side of the inlet stator, while the pump was operating. Examination of the proximal-side of the outlet stator revealed non-laminated depositions situated in between the outlet bearing ball and the stator blades. The structure of these depositions and lack of laminated layers suggests that they did not form in this location. Although their origins and duration for which they were present in these areas could not be conclusively determined, the circumferential contact marks on the outlet bearing cup and outlet cone section of the rotor, suggest that depositions were present in the outlet stator while the pump was operating. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) #: (B)(4). Approximate age of device - 6 months. The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to suspected thrombus. No additional information was provided.